Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a significant discrepancy between the current fill estimate of 105 units and the expected 260 units. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the current cartridge as advised, resulting in an accurate fill estimate, and was educated on using room temperature insulin. No further action was needed from technical support.